Manufacturer narrative:
Per the t:slim user guide: never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with approximately 300 units. A second attempt to load the cartridge was not successful. The customer's blood glucose (bg) level was 138 mg/dl. During the fill tubing step, the customer had inadvertently forgotten to disconnect from the infusion set tubing and received approximately 5 units of insulin. The customer's bg dropped to approximately 10-20 mg/dl. Carbohydrates were consumed and the bg stabilized (level between 70-240 mg/dl). The customer was to use insulin injections to manage diabetes.